Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis.the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported shock could not be conclusively determined. The IFU states ¿check whether the patient has a cardiac pacemaker or other active implant. A possible hazard exists because interference with the action of the pacemaker may occur or the pacemaker may be damaged.¿

Event description:
During a unilateral three-level cervical ablation procedure, the patient received a shock from their implanted intracardiac defibrillator (ICD). Sensory and motor stimulation was performed with no issues. A few seconds after ablation was initiated, the patient received a shock from the ICD. The patient was transferred to the emergency room in stable condition for interrogation of the ICD. It was noted the ICD tachyarrhythmia therapy was not suspended during the procedure prior to ablation. There were no performance issues with any sjm device during the procedure.